Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator was having issues with the tidal volume increasing. There was no report of any patient involvement associated with this reported event.